Manufacturer narrative:
The service inspection found there was no image output with serial digital interface (sdi) 1 due to a defective printed circuit (qb) board. The investigation is ongoing. However, if additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.

Event description:
An olympus asset/loaner high-definition liquid crystal display monitor was returned to the olympus service center. There was no defect or malfunction associated with the device. However, upon inspecting and testing, there was no image output with serial digital interface (sdi) 1 due to a defective printed circuit (qb) board. This report is being submitted to capture the no image/output. No death, injury or harm has been reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that the cause of the event occurred a defective printed circuit (qb) board. However, the specific root cause of the defective qb board could not be determined at this time. Olympus will continue to monitor field performance for this device.